Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - extension number - (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl which was reported to have the clave additive port snapped off. There unknown patient involvement; no harm was reported as a consequence of this event. No further information is available.